Manufacturer narrative:
The technical investigation of the returned pantera leo revealed a longitudinal burst from the distal balloon shoulder to the middle of the balloon. Further microscopic analysis showed several scratches close to the fracture site. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections, each instrument is tested for airtightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Due to the scratch marks in close vicinity to the fractured site it is assumed that the balloon burst was most likely induced by the severely calcified lesion.

Event description:
A pantera leo was selected for treatment of a severely calcified lesion (90% stenosis degree) in a tortuous rca. During second inflation at 14 atm the balloon ruptured after 10 seconds.